Event description:
It was reported that the patient had severe tricuspid regurgitation and the right ventricular (rv) lead dislodged post implant. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 638rl32 heart ring, implanted: (B)(6) 2010. (B)(4).